Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te pad messages and adjust belt/ check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check te pad messages, adjust/check belt messages) have been confirmed. Upon evaluation, there was an open pulse wire between ECG electrodes a and b. The cause of the check te pad and adjust/check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.